Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2010, the lay user/patient's reporter contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on the evening of (B)(6) 2010 at 7:00pm. The reporter indicated that the patient obtained an alleged high reading of "283 mg/dl" with the subject meter. The reporter informed the cca that the patient manages his diabetes with insulin (self adjuster). In response to the alleged reading of "283 mg/dl" the reporter stated that the patient administered 18 units of actrapid insulin. Shortly after the insulin, the reporter claimed that the patient became sweaty and shaky. The reporter advised the patient to test on the subject meter and the patient obtained an alleged reading of "54 mg/dl". In response to the symptoms and the alleged reading of "54 mg/dl", the reporter stated that the patient self treated with 2 pieces of glucose and 1 slice of bread. After the treatment, the reporter indicated the patient felt better afterwards. At the time of the alleged issue, the reported stated that the patient did not test on any other blood glucose device. At the time of troubleshooting, the cca verified that the subject meter was set to the correct unit of measure. The reporter informed the cca that the patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he/she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.